Manufacturer narrative:
Investigation summary: one photo was received and analyzed by our quality team. The complaint of foreign matter has been verified. By review of the photo it is possible the substance is flour. Flour was used to ensure there was sufficient lube coverage on inspection parts. Those parts were scrapped after visual inspection. All inspections were complete and acceptable. This product should have been removed during quality inspections. The root cause is unknown without physical sample for investigation. There were no notifications identified during the DHR review that may have contributed to the white substance.

Event description:
Photo received.

Event description:
It was reported that the bd needle eclipse 25x1 rb had foreign matter, the following information was provided by the initial reporter: "per customer the compromised needles we are finding have a white waxy or plastic substance on the needle. See photo." Additional information provided on 02/29/2024: "incident occurred friday feb. 9, 2024. A medical assistant noticed the compromised needle while preparing to inject the patient. No patient was harmed. I no longer have the sample we found, just the picture that was taken." Item#305837. Lot#2046318.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.